Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported following cataract extraction with an intraocular lens (iol) implant procedure the patient experience anisometropia. The lens was exchanged in a secondary procedure. Additional information has been requested.